Event description:
Customer reported having problems with the needles. It was communicated that they are either clogged or not fully open and they are unable to push any solution through them. No information was received regarding any serious injury as a result of this report.